Manufacturer narrative:
Device not returned for evaluation.

Event description:
The patient experienced unspecified issues with an ams spectra concealable penile prosthesis. The spectra device was explanted and a new device consisting of a 14mm x 20 cm was implanted. Should additional information be received a supplemental report will be submitted.